Event description:
Reportedly, the subject pacemaker was interrogated during implantation procedure before pocket closure and it was observed that the pacing and sensing polarities were not set to bipolar configuration; it had to be done manually. Also, the pop-up message requesting either to wait for the end of the automatic implantation detection or to set the automatic features directly was not displayed. Consequently, safer mode and the memories were not programmed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was interrogated during implantation procedure before pocket closure and it was observed that the pacing and sensing polarities were not set to bipolar configuration; it had to be done manually. Also, the pop-up message requesting either to wait for the end of the automatic implantation detection or to set the automatic features directly was not displayed. Consequently, safer mode and the memories were not programmed.